Manufacturer narrative:
(B)(4). A product correction letter was issued to customers instructing them to limit the maximum centrifuge speed to 3500 rpms, maintain the one-foot safety perimeter around the centrifuge as outlined in labelling, visually inspect the centrifuge buckets for cracks and replace if cracks are observed or if the "useable until" date has expired, and to continue to perform weekly maintenance per the accelerator aps operations manual.

Event description:
The customer experienced a bucket failure on the accelerator aps centrifuge and the centrifuge moved away from the aps track. There was no report of user injury or impact to patient results/ management.